Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The lesion being treated was located in the 90% stenosed, calcified and average tortuous proximal right coronary artery (prox rca). During crossing the lesion with a taxus express2 3.5x20mm drug eluting stent, the physician felt significant resistance and found the stent strut was lifted up. The procedure was completed with another device. No patient injuries or complications were reported. Patient status was reported as "good."

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. A corrective and preventative action has been raised to address this issue.